Manufacturer narrative:
The removed cpu pcba was returned to the product investigation lab (pil). The cpu pcba was tested and the failure was unconfirmed. Pil found that this cpu pba passed all engineering testing and all voltages required for the proper operation of the system are well within specifications. This cpu pcba was verified to be functional with no error.

Event description:
Philips received a complaint by the customer on the v60 indicating that the backup alarm failed. It was reported there was no patient involvement at the time the issue was discovered. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer reported that they had a "check vent: backup alarm failed" occur and it was confirmed in the event log. The central processing unit (cpu) board was then replaced and confirmed to resolve the issue. The customer replaced the cpu board to resolve the reported issue. The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time.

Manufacturer narrative:
This report is being submitted as part of a corrective action to replace manufacturer report #2031642-2023-00370. All information from the original report(s) has been transferred to this report.